Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a plum a+ which was stated that the device shuts down and emits whistling sounds. There was no reported patient involvement, no harm-adverse event reported.